Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) prematurely based on extended charge times. Additional information was provided that the device was later explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was confirmed to be in fallback mode. A review of device memory revealed that the device declared end of life (eol). The fallback mode was noted to be due to memory corruption of which neither the cause nor the date could be determined. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population.